Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 49 and blood glucose was 204 mg/dl. Customer reported that threshold suspend limit was 60. Customer also received a calibration error two hours after experiencing sensor glucose versus blood glucose. Customer was educated on sensor glucose versus blood glucose differences.